Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the current investigation was based on the evaluation of user facility information and current product samples. Visual inspection did not find any anomalies. Magnifying inspection of the platinum coil segment did not reveal any anomalies. Magnifying inspection of the stainless steel coil segment did not reveal any anomalies. The outer diameters of the platinum and stainless coil segments were confirmed to meet the manufacturing specifications. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states: "manipulate the run through ns slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under high resolution fluoroscopy. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the run through ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilation catheter, or damage to the vessel. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted in response to (B)(4) which was received on (B)(4) 2015. The event description states the following: "physician was finishing the procedure when removing the interventional wire, a 20mm portion of the wire sheared off and became lodged in the patient's coronary artery vessel. Intervention included placement of two additional stents not otherwise needed."